Event description:
Info from clinical event summary report indicates that a pt was implanted with elevate graft on (B)(6) 2009. On (B)(6) 2009, reported moderate stress urinary incontinence and mild "left buttock pain depending on the position." Additional info received on (B)(4) 2009, indicates that the pain/discomfort buttock was resolved, the stress urinary incontinence continues without intervention.